Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 2.5 years to 7 months in a 15 months time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended as well as having the battery status evaluated in 90 days. The device remains in service, and there is no evidence to suggest that a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.